Manufacturer narrative:
B6. Relevant tests/laboratory data - correction - settings and diagnostics were not included in initial MDR. F10. Health effect - clinical code - correction - codes e010904 should have been included in the initial MDR.

Event description:
Patient had a generator replacement occur. The explanted generator was discarded. No additional relevant information has been received.

Event description:
In clinic notes, it was reported the patient had a recent increase in breakthrough seizures. Physician is looking to increase output current to help with seizures. Battery status was noted to be at 25-50%. Patient was referred for prophylactic replacement. No known surgery has occurred to date. No additional relevant information has been received.